Event description:
It was reported that pump displayed malfunction message 199, corresponding to malfunction 9, while caller was changing infusion set and cartridge, and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer, assisted by technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction message appeared again, which customer acknowledged and understood.